Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left insert looks like it has migrated distally from the cornual region / essure device migrated deep into the fallopian tube and was irretrievable / one essure migrated up left tube at 31mm") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("daily pain / left side, the right side, back and forth"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), infection ("infections"), pain ("chronic side pain"), menstrual discomfort ("every time I come on my menstrual I have a lot of pressure on my left side"), back pain ("back pain"), uterine leiomyoma ("fibroids"), ovarian cyst ("cysts in ovaries") and discomfort ("pressure in tube"). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, abdominal pain, infection, pain and pelvic pain had not resolved and the menstrual discomfort, back pain, uterine leiomyoma, ovarian cyst and discomfort outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, discomfort, infection, menstrual discomfort, ovarian cyst, pain, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2014: device migrated deep into the fallopian tubes. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical event and a quality defect. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: cases (B)(4) (MFR number 2951250-2018-04263) and (B)(4) were identified as duplicates of this case and will be deleted from bayer database. All information was transferred to this remaining case - lab data, indication and start date of essure updated, events abdominal pain, severe cramping, infections, chronic side pain, daily pain, every time I come on my menstrual I have a lot of pressure on my left side, pressure in tubes, fibroids and cysts in ovaries added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.